Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of sample that broke at the suture attachment of the needle was performed. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2015 and suture was used. During the procedure, the needle broke and fell inside of the patient. An x-ray was used to confirm the needle position. A longer incision was needed to find the broken needle. Additional information has been requested.